Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. On (B)(6) 2020, the implantable cardioverter defibrillator system was explanted successfully. The patient was reported to be in stable condition. Related manufacturer reference number: 2017865-2020-11777, 2017865-2020-11779, 2017865-2020-11780.